Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. The customer¿s blood glucose level was 334 mg/dl. The pump supplies were changed to address the issue.